Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 95% stenosed target lesion was located in the left circumflex artery (lcx). After dilating the lesion, a 4.00 x 12mm synergy drug-eluting stent was deployed. During the procedure, a dissection was found at the proximal lcx. The dissection was covered with another stent, and the procedure was completed. No patient complications were reported, and the patient was stable post procedure.